Event description:
Customer reported receiving a button error alarm followed by a motor error alarm. Customer stated that she was not feeling well and woke up sweaty the night before. Customer also stated that the motor was going forward instead of backwards during the rewind process. Customer's blood glucose reading at the time of the call was 440 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
All buttons function properly. No keypad anomaly or button error alarm noted. Motor error alarmed during basic occlusion test due to faulty force sensor. Unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and broken pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.